Manufacturer narrative:
(B)(4). Medical devices: item# 139254 m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1 lot# 965010; item# 157446 m2a-magnum mod hd sz 46mm lot# 638060; item# us157852 m2a-magnum pf cup 52odx46id lot# 990270. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed due to photograph of the explanted hip was provided in a nbc publication and it was identified the head was attached to the stem. A small amount of bone material is still affixed to the stem and shell. Nbc news investigative unit publications document was provided and reviewed. The review identified the patient was revised due to complications with mom construct. The complications are evaluated in the linked complaint, (B)(4). During the revision, it was identified the head was cold welded to the neck and unable to remove the stem. The femur had to snapped in half in order to remove the device from the hip. Post op x-ray was provided in the publication and the review does not provide any support for the investigation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10701, 0001825034 - 2018 -10699.

Event description:
It was reported during revision the surgeon noted the head being cold welded to the neck necessitating the removal of the stem. The femur had to be snapped in half in order to remove the device from the hip. Attempts to obtain additional information was made; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One magnum taper, one magnum head and taperloc stem were returned and evaluated. The stem and taper were stuck together upon receipt. The visual inspection identified heavy damages on the taper and some on the rim of the head. These damages were likely caused during an attempt to remove the taper from the stem. The stem has bio debris embedded on it. The porous coating was peeling off from the stem. Reported event was confirmed. A photograph of the explanted hip was provided in a nbc publication and it was identified the head was attached to the stem. A small amount of bone material is still affixed to the stem and shell. Nbc news investigative unit publications document was provided and reviewed. The review identified the patient was revised due to complications with mom construct. The complications are evaluated in the linked complaint, (B)(4). During the revision, it was identified the head was cold welded to the neck and unable to remove the stem. The femur had to snapped in half in order to remove the device from the hip. Post op x-ray was provided in the publication and the review does not provide any support for the investigation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.